Event description:
The customer reported to customer service that the transformer cracked in the area where the two pieces are screwed together at the bottom.

Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to retrieve the product were unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conditions can be made as to the cause of the event. In follow up with the customer, the customer reported the housing cracked and the wires were exposed, which is a safety risk. The customer also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed.